Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An intuitrak bifurcated, intuitrak powerfit aortic extension was implanted to treat an abdominal aortic aneurysm in 2010. On (B)(6) 2013, the patient returned for a re-intervention to place an afx suprarenal extension. On (B)(6) 2018, the patient presented with a type iiib endoleak. The patient was converted to open surgical repair and the stent graft was explanted. As of the date of this report, the patient is reported as doing well following the explant procedure and there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type iiib endoleak. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable post open repair. Based on return device analysis, the reported type iiib endoleak was confirmed. The evaluation of the device revealed a significant breach in the fabric of the graft located in the distal region of the main body. The graft has significant damage due to the explant procedure however the original breach of the graft is evident. The evaluation of the entire explanted device did not reveal any stent fractures. A definitive root cause of the iiib endoleak is unknown. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.